Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the device was in backup mode without defib support after having performed an MRI scan. Device firmware was reloaded successfully restoring normal function, and the device was programmed to nominal settings. Patient was in stable condition.